Event description:
On (B)(6) 2019, the patient contacted lifescan (B)(4), alleging that her onetouch select meter was reading inaccurately high compared to another meter (unknown). The complaint was classified based on customer service representative (csr) documentation. The patient reported, that the meter issue had occurred on several occasions, she was unable to give any specific times or dates. The patient alleged that she obtained an inaccurately high blood glucose result of ¿9.8 mmol/l¿ on the subject meter compared to 7 mmol/l¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Csr noted that the patient manages her diabetes with oral medication, diet and exercise (glibomet, maninil and metformin), and in response to the alleged inaccurate high result, she took ¿one and a half pills instead of one¿. The patient reported that, approximately 5 hours after the meter issue began, she developed symptoms of ¿tremor, tinnitus and rubbery legs¿. There is no evidence the patient required or received any medical treatment, in response to the symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.